Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The patient was receiving morphine 10mg/ml at 0.925 mg/day and bupivacaine 20mg/ml at 1.849 mg/day via the implantable pump. It was reported the pump was not beeping; the patient had a computed tomography (CT) scan for abdominal pain. No steps were taken. The pump was working fine; the pain was from another medical issue.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6), female patient who was receiving morphine via an im plantable pump for non-malignant pain. On (B)(6) 2015, the patient was admitted and had emergency surgery due to ovarian torsion. A CT scan and vaginal ultrasound were performed and afterwards the pump didn't seem to be working as the patient suffered a lot of back pain and leg pain. She was in excruciating pain and had been "down and out." On (B)(6) 2015, the patient thought she heard a sound like a "squealing" noise coming from her pump. That patient didn't know if it could be "all in her head." The patient was following up with her healthcare provider (hcp). Additional information has been requested regarding the drug information, the patient's medical history and concomitant medications, the cause of the event, diagnostics, actions/interventions taken and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.